Manufacturer narrative:
Eval: locking link.

Event description:
It was reported by service report that the locking assembly was bent and the fowler was stuck in place. No pt involvement or adverse consequences are reported.